Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer valve to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported the generation of high ise (ion selective electrode) patient results on the au680 clinical chemistry analyzer. There was no change to treatment, injury, or death associated with this event. The erroneous patient results were not reported outside the lab.